Event description:
The facility reported an I-pump infusion pump with a malfunction of an upstream occlusion alarm. There was no report of when this condition occurred. It was reported that to have occurred in the labor and delivery department. This condition has the potential to be a false alarm. The facility reported that there was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample has been evaluated by baxter personnel and the reported problem of an upstream occlusion alarm was confirmed and reproduced. The cause was determined to be due to a faulty mechanical assembly. If additional information becomes available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.